Event description:
It was reported that the battery in the insulin pump drained more quickly than usual and that there had been a number of unexpected alarms. The blood glucose reading was not given. The issue was not resolved with a new battery cap. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No display anomaly was noted. The pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, or failed battery test alarms during testing. The pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.